Manufacturer narrative:
E1 full name (initial reporter establishment name) - (B)(6). E1 full name (address 1) - (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had an abnormal image with snowflakes. The issue was found during inspection for use. There were no reports of patient involvement.